Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to a radical cavity (non-device related). The patient was reimplanted with another cochlear device during the same surgery.